Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a keypad anomaly. The buttons were unresponsive. The customer's blood glucose was 80 mg/dl. The device wasn't dropped or bumped. The device is not returning for analysis.